Manufacturer narrative:
The insulin pump was received with critical pump error open book image and broken force sensor was present in the long trace file due to severe corrosion on the force sensor assembly. Moisture damage was found on the motor home switch, corrosion on all the electronic assemblies and corrosion in the battery tube. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump had scratched casing, minor scratches on the lcd window, scratches display window cover, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was unknown at the time of incident. The customer does not recall any significant events leading to the alarm. The insulin pump will be returned for analysis.